Event description:
I use the dexcom g6 continuous glucose monitor which is integrated with my tandem insulin pump, meaning that the pump delivers the correct amount of insulin based on the glucose values provided by the dexcom cgm. I have had two consecutive and many other instances where the sensor inserted under the skin stops working. When this occurs the insulin pump is unable to deliver the proper insulin dose, resulting in life-threatening extreme high or low blood sugars. Earlier tonight I wanted to speak to a dexcom supervisor about these repeated issues, only to be told that she would return my call within 24 hours despite the urgency of the situation. I am extremely disappointed by the poor quality of a product that those with diabetes depend on, as well as the poor customer service that, at least in my experience, lacks any interest or commitment to their vulnerable customers.